Manufacturer narrative:
A steris service technician inspected the processor and found that the hose clamp on the hose to the dual pre-filter had loosened subsequently causing the hose to disconnect and water to leak. The technician replaced the clamp, ran a test cycle and confirmed the processor to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance eps. No report of injury.